Manufacturer narrative:
The damage found was sustained during the surgical procedure. The lead was otherwise normal.

Event description:
It was reported that the patient presented for an implant procedure on (B)(6) 2018. During the procedure it was noted that the right atrial lead had an extension and retraction issue with the helix. The lead was replaced. No further information is available.

Event description:
New information received on aug 21, 2018, indicates that the patient presented for a pacemaker implant procedure. During the procedure the physician attempted to position an atrial lead multiple times, however he was unsuccessful. After the attempts it was noted that the helix was unable to retract. Another lead was used and the patient was stable throughout the procedure.